Event description:
It was reported that during evaluation of the sample, a water leak was found. When the water was infused into the catheter balloon through the inflation valve, the water came out the drainage eye.

Manufacturer narrative:
The reported event was confirmed as manufacture related. A visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with attached temperature sensor, sample port connector, and a portion of cut inlet tubing. Visual inspection of the catheter surface noted no obvious visible defects. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and immediately leaked from the eyelets, indicating lumen to lumen leakage. The balloon was dissected to find the inflation notch perforated both lumens. This is out of specification per ip7601841, revision 11, which states, "double perforation on notch and eyes is not allowed." Active length of the catheter balloon was measured (0.8035 inches) and found to be within specification (0.6 - 0.9 inches). The catheter was confirmed to be size 14 fr. A potential root cause for this failure could be "punch depth too large." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra nay be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients with dellrium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during evaluation of the sample, a water leak was found. When the water was infused into the catheter balloon through the inflation valve, the water came out the drainage eye.